Event description:
Procedure type: low anterior resection. According to the reporter: after firing the device, the anvil did not tilt, therefore, it could not be removed smoothly and tore the anastomosis. There was no fluid leakage or blood loss. Tissue was transected and a new instrument was used to continue the procedure. After firing the second device, the anvil did not tilt completely, but did not cause any harm. The anastomotic integrity was checked and had no leaks, and the donuts were complete. Surgery time was extended by more than thirty minutes. The devices were then inspected, and it was determined that the knife did not completely cut the mylar cutting ring. In addition, there was one staple observed in the cutting ring of one anvil. The patient is currently at the hospital and her condition is progressing favorably.